Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery/occlusion alarm noted. Power loss alarm confirmed in the long trace. Detail trace analysis confirmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received low battery alert alarm prior to replace battery now alarm. The customer states the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.